Event description:
The customer reported the cine feature was not functioning; was not able to record. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the cine hard drive. The system operates as intended.